Event description:
As reported, during a laparoscopic hernia repair procedure, the capsure fixation device was used to fixate a non-bd/bard mesh. It was reported that about 4-5 fasteners fixated into the mesh but did not fixate into the muscle walls. It was also reported that no fasteners were removed as it was not possible to remove the fasteners without tearing the mesh¿s protective film. A non-bd/bard device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Photo provided shows some fasteners that have not fully fixated, one fastener deployed into the peek cap of another (double deployment), and two fastener coils that appear to have their peek caps detached. The photo provided do not assist in determining root cause. The subject device is available for evaluation however, yet to be returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate the mesh. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Based on the sample and photo evaluation, the most probable root cause for the deployment issues seen in the photos is likely the result of an event occurring during user device interface. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fasteners failed to fixate the mesh. Photo provided shows some fasteners that have not fully fixated, one fastener deployed into the peek cap of another (double deployment), and two fastener coils that appear to have their peek caps detached. The photo provided do not assist in determining root cause. The subject device is available for evaluation however, yet to be returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 795 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair procedure, the capsure fixation device was used to fixate a non-bd/bard mesh. It was reported that about 4-5 fasteners fixated into the mesh but did not fixate into the muscle walls. It was also reported that no fasteners were removed as it was not possible to remove the fasteners without tearing the mesh¿s protective film. A non-bd/bard device was used to complete the procedure. There was no patient injury.